Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. Investigation summary: based on the condition of the returned sample the reported failure to deploy the stent graft could be confirmed. The stent graft was found partially deployed and the outer sheath was found elongated which indicated that increased friction affected the delivery system during attempt of stent graft deployment and finally led to the outer sheath fracture. The outer sheath fracture made a further stent graft deployment impossible. As a result of the investigation performed the complaint was confirmed. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." The IFU states: "the use of an appropriately sized introducer sheath is recommended." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion."

Event description:
It was reported that the endovascular stent graft allegedly failed to deploy from the delivery system during treatment of a heavy calcified lesion in the left femoral bypass graft. Reportedly, the delivery system was removed, exchanged for another, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly failed to deploy from the delivery system during treatment of a heavy calcified lesion in the left femoral bypass graft. Reportedly, the delivery system was removed, exchanged for another, and the procedure was completed. There was no reported patient injury.